Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 75% stenosed and long segmented target lesion located in the mid right coronary artery. A 3.0x20mm ion stent was advanced for treatment but was not able to cross the lesion. Next a 2.5x16mm ion was advanced for treatment but was not able to cross the lesion. Upon removal, it was noted that the stent struts of the 2.5x16mm ion stent were "flowered". Next two balloons, a non bsc 2.5x12mm and 2.5x15mm balloon were used to successfully cross and dilate the lesion. Finally a 2.5x18mm non-bsc stent was implanted to complete the procedure. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).